Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged and noise was noted as reported by the patient. The physician planned to replace the system within a year. This ra lead remains in service. No adverse patient effects were reported.